Event description:
It was reported that 3 as lvp 20d dehp 2ss cv tubing came apart. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20063048, unknown. It was reported that tubing came apart at the y-site.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 08/31/2020. Investigation conclusion it was reported that tubing came apart at the y-site. Received from the customer was one unused set model 2420-0500 lot 20063048 (with its packaging pouch). Note: only one of three suspects sets were returned for investigation. During visual inspection of the set received it was noted immediately that the tubing p/n tc10012940 was completely torn from the proximal smartsite p/n 12274436 inlet port below the check valve. The tubing is ruptured (rough and jagged). A piece of tubing was still lodges inside the smartsite port. The ruptured tubing of the returned sample is similar to when tubing is pulled away from the engagement with an unknown force applied, such as when the tubing is manually pulled away from the smartsite. No functional testing of the returned set was deemed unnecessary due to tubing being torn apart at the component engagement. A dimensional analysis was performed on the tubing p/n tc10012940. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (tubing to smartsite). The outside diameter of the tubing measured 0.145¿, within the specification of 0.145¿ +/- 0.003¿. Device history record for model 2420-0500 lot 20063048 shows that the set was manufactured on 2 june 2020 with a total of (B)(4) units. No quality notifications were issued during the production build of this lot for reported failure mode. Equipment used (measurement performed on 20-sep-20). - ram optical instrumentation/eq08204/calibration due date 5-feb-2021. The customer's report that the IV tubing set separated at the y-site was confirmed. However the tubing was observed to be torn apart and not separated. The root cause of the torn apart tubing could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20063048, medical device expiration date: 2023-06-02, device manufacture date: 2020-05-30 medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 as lvp 20d dehp 2ss cv tubing came apart. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20063048, unknown, it was reported that tubing came apart at the y-site.